Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device main matrix 5 cannot open because of the controller issue. The field service engineer replaced the drawer controller to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation system had a drawer failure. The customer stated that the main drawer failed and wont open, metal pin that links the trigger to spring is intact which might be a board issue. The customer mentioned that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.